Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was feeling painful stimulation. The patient stated that her stimulation was zapping her for the last week and everything had been working great until she started to get zapped. The patient turned it down but not off and kept getting zapped so she turned it off. It was confirmed that there were no falls or trauma reported. Trouble shooting attempts could not be made due to lack of access to the product. The patient used her controller to turn stimulation off and thought she did it right but doesn't have it with her to confirm. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported by the patient that she hadn't used the programming in many months and thought she twisted wrong. It was also mentioned that the patient lowered the stimulation a couple of times than finally shut it off. It was reported by the health care professional that the patient fell but did not know for sure if that was the cause and the patient was reprogrammed and evaluated. It was stated that there was no dysfunction and the patient was currently stable. The patient weight was also provided. There was no symptoms or further complications reported.